Event description:
On april 27, 2008, a customer reported to gambro that a pt experienced a hemolytic event while dialyzing on a phoenix machine, software version: 3.35 with cartridge blood tubing set lot#03p158227. Four minutes prior to the end of the treatment, the pt became diaphoretic and complained of abdominal cramping and nausea. The pt requested to be taken off dialysis. The pt was sent to the emergency department and hospitalized. The pt expired in 2008. The machine was inspected by the facility's biomedical technician and was confirmed to be operating within MFR's spec.